Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection has been performed on returned meter and no issues were observed. Retained batteries were installed. Meter powered on upon button depression. Lcd (liquid crystal display) was observed during power up and self-test sequence, no issues were observed. Control solution testing has been performed and all results were not within specification range. The returned meter was de-cased and visual inspection was performed. Liquid contamination was observed. Therefore, issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Strip was not returned and a valid lot number has not been provided for strip. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. Stability data for precision strip was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strip, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the freestyle precision pro meter was reviewed and the dhrs showed the freestyle precision pro meter passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.